Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set came off her body while she was sleeping and did not realize it. Due to this, basal insulin was not delivered, and the patient experienced diabetic ketoacidosis and high blood glucose level reported to be 894 mg/dl. The patient self-treated by administering multiple daily injection. Subsequently, the patient was hospitalized where the patient received insulin drip for two days as corrective treatment, which resolved the issue. There was no permanent damage to the patient. The infusion set had been in use for three days and the patient was hospitalized for two days. No further information available.